Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided.

Event description:
The doctor reported that the implant was removed due to a fracture in the neck area. The doctor confirms that the patient did not suffer any negative impact on his health as a result of the event.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) imp,tsv,4.1mm,dual sel,ha (tsv4h8) was returned for investigation. Visual evaluation of the as returned implant identified that the implant fractured at the collar. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Pre-existing condition noted on the per was low bone density (type iii). The reported device was at tooth location 36 (universal) for approximately 2 years, 7 months. Device history record (DHR) review was completed for the subject lot number (63942123). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Review completed utilizing keywords: fracture: implant. Therefore, based on the available information, device malfunction did occur, and the reported event of implant fracture was confirmed.

Event description:
No further event information is available at the time of this report.